Event description:
The physician stated that they have watched this phenomenon in some pacemakers of this model in which after a year post implant the device displays an average estimate longevity of five years which is not consistent with the projected longevity described on the specifications sheet. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.